Event description:
Patient reported the display on the infusion device is sometimes not completely readable. Patient stated she is not able to see the central part of the display; in particular the numbers before the comma. Patient reported she can guess the insulin amount only through the number of pressures on the instrument. Patient stated the up button on the infusion device is also defective and she can't press it easily. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.